Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the sensor spo2 reading was 77% on a pink, well-perfused and an alert child. The sensor takes a long time to establish a signal; sometimes it takes up to 3 minutes. The sensor would provide no reading. The red light intermittently struggles to stay constantly on. No known impact or consequence to patient.